Manufacturer narrative:
No product will be returned. Evaluation is pending upon completed investigation of the product. Device manufacture date is unk.

Event description:
Event timing: during surgery. Event detail: patient initial fusion surgery in 2009 at t4 - pelvis. Follow up x-ray indicated rod with clamp proud at t4. Exploratory revision surgery five months later, found top level universal clamp band broke to allow rod to become proud. Surgeon cut approximately 3-4 inches of rod out to remove the broken clamp. Additional info: additional information received from the sales representative on 12/10/2009. The initial fusion surgery was from t5 - pelvis for neurogenic scoliosis. Upon routine follow-up x-ray, the surgeon noted that there was a prominence at the t4 area and wanted to explore it through revision surgery. The surgeon performed revision surgery five months later. He noted that the rod in the t4 area was twisted, and there was a red bump off of the patient's spine at the top of the area. The surgeon removed 2-3 inches of rod in order to remove the clamp. Fusion was in the progress at t4, so the surgeon did not replace any construct. The original construct remained in place from t5 - pelvis. The sales representative reported that the surgeon stated it was not unusual to see this occurrence in a patient with this diagnosis.